Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was started on continuous renal replacement therapy (crrt) for fluid removal and transitioned to hemodialysis on (B)(6) 2026 with cr 3.0. Then transitioned off hemodialysis on (B)(6) 2026. On (B)(6) 2026, the patient experienced low flow alarms and was taken back to the operating room (or) for tamponade. Then on 05jan2026 the patient experienced gastrointestinal bleeding (gb) bleeding with inr 1.7 and was off all anticoagulation and no aspirin (asa); hemoglobin (hbg) 7.7, hematocrit (hct) 23, received 3 units of blood. On (B)(6) 2026, the patient suffered a pulseless electrical activity (pea) arrest and respiratory failure related to a mucus plug, which lead to receive cardiopulmonary resuscitation (CPR), there were no ventricular assist device (vad) alarms, sputum culture positive for e. Coli. The patient had recurrent gi bleeding and esophagogastroduodenoscopy (egd) was performed on (B)(6) 2026 which was negative, the plan was to hold on anticoagulation for life.